Event description:
Caller reported a tandem mobi cartridge alarm that occurred during pumping. The customer's blood glucose level due to the issue was 312 mg/dl, which did not exceed 500 mg/dl. The customer administered a correction bolus via the pump and required no assistance from third parties. Technical support confirmed the alarm, noted previous occurrences, and decided to replace the pump. A backup insulin pump was used to ensure uninterrupted insulin delivery. The replacement pump was sent with updated software, and the customer was informed about the training available in their source account. The caller was advised on returning the problematic pump to tandem and acknowledged all instructions.